Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney cancer, dizziness, and a cough while using the device. Patient also alleged the device stopped pumping air and will not function. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 19, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information alleging, kidney cancer, dizziness, and a cough while using the device. Patient also alleged the device stopped pumping air and will not function. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso (international organization of standardization) port entrance. During the interior investigation, there is unknown debris in the tracks of the ui panel. Manufacturer notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they are unable to directly address the symptoms outlined in the complaint and confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, also confirmed the presence of contamination in the airpath.